Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced redness around the stoma area. It was not painful, but felt as if something was inside, as if there was a "callus." On (B)(6) 2024, the redness had spread and there was now abundant bloody fluid oozing from the site. The patient went to the emergency room at the health center where the patient was prescribed amoxicillin three times a day for ten days and diprogenta ointment to the site. Within one day of starting the antibiotic, the patient's site improved considerably, with the inflammation practically disappeared.